Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient had one 3.5x38 mm resolute drug-eluting stent and one 4.0x18 mm resolute drug-eluting stent implanted. One day post index procedure the patient suffered an mi.